Event description:
It was reported the tip of the instrument broke off and was not recovered from the patient.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it was retained by the hospital. The imaging provided show the broken mill bit embedded in the c4 vertebral body. It's possible that user technique or speed settings on the milling driver contributed to the instrument fracture. However, the exact cause of the reported issue could not be determined.